Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Reportedly, the battery depleted from 100% to 0% and the pump shut off on (B)(6), the customer was hiking and could not get to a power source for a couple of hours. The customers blood glucose (bg) level was impacted (450 mg/dl) on (B)(6) and (300 mg/dl) on (B)(6). The customer took manual injections to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy,